Event description:
It was reported while using a bd vacutainer® one use holder, the holder detached from the wingset during the blood draw. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for holder detachment from collection device was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and issues relating to holder detachment from collection device were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder detachment from collection device. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: this device does not expire. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® one use holder, the holder detached from the wingset during the blood draw. There was no report of adverse impact to patients or users.